Manufacturer narrative:
Additional information in was added to d9, h3, and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including leak testing, clear passage testing, and clamp function testing, and there were no issues noted. The returned sample was also device tested and there were no issues or alarms noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a separation between the patient line of the homechoice cassette and transfer set which resulted in a leak and led to the alarm. The leak was further described as "shirt was wet". Renal therapy services (rts) assisted the patient in clearing the alarm. Rts advised the patient to contact their nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.